Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6) 2010 and suture was used. The patient developed a skin infection. Around (B)(6) 2010, the patient started to notice wound site changes in characteristic. On (B)(6) 2010, the patient called the surgeon reporting inflammation, burning, dehiscence, temperature of 102, and pain. The patient started herself on amoxicillin. The surgeon saw the patient on (B)(6) 2010 and changed the antibiotic to augmentin 875 3x/ day. Bloodwork was done - esr 40, crp 4.7, and wbc were near 12,000. On (B)(6) 2010, the patient returned to the surgeon and was sent to the hospital to have another surgical procedure.

Manufacturer narrative:
(B)(4). Infection. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.